Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported erratic delivery of insulin. A test was performed without reservoir and passed. A test performed with an empty reservoir passed. When performed with a full reservoir, the pump did not deliver insulin, although no alarm is displayed. No further details.